Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that there was a cut in the base of the catheter. The PICC line was removed. No part of the device was left in the patient, and there were no injuries or additional procedures.